Event description:
It was reported when using the pyxis medstation es system was not communicating and in critical override. The customer stated that the users could not log in and were unable to remove the medication from patient orders. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the station not communicating. A technical support specialist verified that hospital it fixed the issue. The system functioned as intended after the technical support specialist troubleshooted the device.